Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia and had manual injection as treatment. Customer blood glucose level was around 500 mg/dl. Customer also received replace battery now alert. It was unknown about used insulin pump system within 48 hours of reported event. Customer declined for troubleshooting the above issue. It was unknown about use of the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of high blood glucose event. Pump was expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version unknown, retainer ring = black, case type =ngp. Customer returned pump due to alleged unexpected battery power loss alarm and high bg found on (B)(6) 2022. Pump received with an unresponsive keypad at the center, left, right, up, down and graph button. Unable to do active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to unresponsive keypad. Unable to download pump history files and traces due to unresponsive keypad. Unable to confirm the power management graph due to pump history files and traces not being downloaded. Pump was cut open to perform visual inspection and found moisture damage to pcba 1, pcba 2, force sensor, motor home switch and battery tube. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded home switch, corroded battery tube, stained keypad overlay, pillowing keypad overlay and label damage (serial number label peeling). Unresponsive keypad was confirmed during analysis. Unable to confirm unexpected battery power loss due to unresponsive keypad. Unable to download history files and traces due to unresponsive keypad. Unable to verify high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.